Manufacturer narrative:
Device received with intermittent back light due to faulty e.l panel lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's screen went dark suddenly. Troubleshooting was done for partial display. The customer stated that the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.